Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from one patient sample processed on a vitros eciq immunodiagnostics system. Patient tropi es result = 0.316 ng/ml vs. Expected 0.015 ng/ml biased result of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es result was not reported from the laboratory, as the customer reprocesses all samples with a tropi es result greater than 0.118 ng/ml to confirm the results. There was no allegation of patient harm as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a single patient sample processed on a vitros eciq immunodiagnostics system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I free precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the vitros eciq immunodiagnostics system to expected performance. Following these action, acceptable vitros tropi es precision was observed. In addition, the quality control in use does not adequately evaluate the performance of vitros tropi es reagent at troponin I concentrations < url (0.034 ng/ml); therefore, while it is unlikely a reagent issue was a contributing factor of the events, it cannot be completely ruled out. Finally, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The most likely assignable cause of this event was instrument related.